Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient controller (pc) was unable to connect to the patient's scs ipg. A sjm representative met with the patient but was unable to resolve the issue with troubleshooting. Follow up identified the patient underwent an ipg replacement and issue was resolved.